Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed. In the beginning of (B)(6), a patient underwent placement of bilateral external fixators for the dislocation of both of his arms at a different hospital. Upon assuming responsibility for the patient, the surgeon initially scheduled an evaluation under anesthesia for (B)(6) 2016 to see how the patient was doing. On an unknown date, it was reported that one of the hinges started to come apart at the elbow. The issue was described as the screw was still intact but the threads were beginning to come undone. The surgeon reported that the fixator was still stable. However, due to the issue, the surgeon decided to move the surgery up one week to (B)(6) 2016 at which time; the patient was brought to the operating room and both fixators were removed. No further intervention was required and the patient was reported as stable. This complaint is for one device. The elbow hinge fixator was received disassembled in 3 pieces (2 arms and hinge pin) with the threaded ring component missing. This threaded ring acts as a nut on the end of the pin component to secure the two arms of the fixator together. There was residue, potentially residual loctite, noted on the threads of the pin component. The balance of the device shows surface wear and is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the component is missing. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: exact date of when the hinge started to come apart is unknown. Other device product code used: lxt. Exact date of implant procedure is unknown. (B)(4). Subject device has been received and is currently in the evaluation process. Device history record review was completed: manufacturing site: (B)(4). Manufacturing date: jun 13, 2014. No non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in the beginning of (B)(6), patient underwent placement of bilateral external fixator's for the dislocation of both of his arms at a different hospital. Upon assuming responsibility for the patient, the surgeon initially scheduled an evaluation under anesthesia for (B)(6) 2016 to see how the patient was doing. Reportedly, on an unknown date one of the hinges started to come apart at the elbow. The issue was described as the screw was still intact but the threads were beginning to come undone. The surgeon reported that the fixator was still stable. However, due to the issue, the surgeon decided to move the surgery up one week to (B)(6) 2016 at which time; the patient was brought to the operating room and both fixators were removed. No further intervention was required and the patient was reported as stable. This report is for one (1) elbow hinge fixator. This is report 1 of 1 for com-(B)(4).